Event description:
It was observed during the device inspection, that the plastic distal end cover of the colonovideoscope has a burn and there are foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the foreign material: olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified based on the results of the investigation, it is likely the following led to the distal end cover burnt: although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use which state: suggested event1: foreign material came out of the nozzle. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) suggested event2: distal end cover burnt. Suggested event can be inspected and prevented by following below IFU. Operation manual for pcf-h290tl/I chapter 3 preparation and inspection 3.3 inspection of the endoscope operation manual for pcf-h290tl/I chapter4 operation 4.3 using endo therapy accessories olympus will continue to monitor field performance for this device